Event description:
On 7/15 at 10:25, a pt developed a sudden onset of ventircular tachycardiac/ventricular fibrillation. The cardiac monitoring device failed to alarm (a level one alarm which can not be disarmed). The rn watching the monitors noted and successfully treated the pt. However, the monitor failed to alarm, record onset. It finally noted the arrhthymia after the code was called and the code team arrived on the scene. (The delay of about 2-3 minutes). The memory bank provided strips which clearly labeled the arrhythmias correctly and demonstrated the alarms were detcting correct3ly yet the system failed to alarm.